Event description:
The complaint is reported as: "61 year old patient being treated for infective endocarditis on implanted defibrillator. During the night, the patient was on the move during his hemofiltration treatment when the catheter inserted on the left femoral migrated from its puncture position. The catheter slipped out along the fixation ring that remained inserted in patient. The catheter was inserted on (B)(6) 2020." The clinical consequence was reported as a risk of hemorrhage, but there was no patient injury or complication reported. The patient's condition is reported as fine. The catheter was replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "(B)(6) year old patient being treated for infective endocarditis on implanted defibrillator. During the night, the patient was on the move during his hemofiltration treatment when the catheter inserted on the left femoral migrated from its puncture position. The catheter slipped out along the fixation ring that remained inserted in patient. The catheter was inserted on (B)(6) 2020." The clinical consequence was reported as a risk of hemorrhage, but there was no patient injury or complication reported. The patient's condition is reported as fine. The catheter was replaced.